Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the occlusion, prime and no delivery tests due to a33 alarm. However, the insulin pump passed the operating currents test and displacement. The insulin pump was received with cracked battery tube threads, cracked reservoir tube, broken belt clip slot, minor scratched display window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was not reported. He/she disconnected from the insulin pump and reverted to a back up plan. The product will return. Nothing further to report.